Event description:
The device was used during an endoscopic vein harvest. It was reported that the transparent blunt tip dissector on the svsd1 broke and a piece was imbedded into the pt's leg muscle. After one hr of exploring for the broken piece the surgeon decided to convert to an open procedure and was able to retrieve the broken piece.

Manufacturer narrative:
H6; code 100: instrument was received with right side of spoon broken off. No conclusion could be reached as to how this damage had occurred. Results of evaulation: based upon inquiry info received and visual examination, it was concluded that reported instruments dissection spoon had broken during surgery, making instrument non functional. Instrument was received with right side of spoon broken and piece which had broken off was returned in a separate bag. There was evidence that instrument was torqued due to bend in cover between handle and tip, shaft however was straight. Spoon thickness, design, and material have been modified to reduce occurrence of this incident.